Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that his lead exhibited failure to capture at maximum output. Chest x-ray was performed and the lead was found to be "tense". The device was reprogrammed and his lead was abandoned. He patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.